Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Investigation results - there is no truliant specific device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2019 and then approximately 3 years, 2 months later was revised on (B)(6) 2022. Patient required revision surgery for issues including but not limited to polyethylene wear, instability, osteolysis, bone loss, and component loosening. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Upon investigation this has been discovered to be a duplicate case, all new/additional information will be appropriately processed and reported under MFR# 1038671-2022-01285.